Event description:
An ophthalmologist reported that 3 pts developed eye infections after implantation of an intraocular lens. All equipment and supplied used during the surgeries were examined. The sterilizer controls were correct. All solutions used during the procedues were cultured; results were negative. The reporter opened a sealed package of bio-cor and cultured the product; culture results were coagulase negative staphylococus. The pts received treatment and had no further problems. Event occurred on 1/12/94 and 2/2/94. Pts were an 81-yr-old male, and 86-yr-old male and a 75-yr-old female.